Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 1 event was reported for this quarter. Product return status 1 device was received for evaluation. Evaluation status 1 device evaluation is in progress. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn e-box seal.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.